Event description:
On (B)(6) 2019 the recipient was accidentally kicked on the head. Afterwards she could no longer hear with the device. There was no swelling or redness above the implant housing.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
On (B)(6) 2019 the recipient was accidentally kicked on the head. Afterwards she could no longer hear with the device. There was no swelling or redness above the implant housing. Re-implantation is considered, however no date has been provided yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the user was accidentally kicked on the head. Afterwards she could no longer hear with the device.